Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly patient received repeated loss of prime alerts using 3 different boxes of cartridges from the same lot on two separate pumps and one of the pumps was a new replacement pump. Patient reported that battery cap and cartridge cap were secured properly, there was no change in temperature or force, cartridges were changed every 1-2 days and cycled before use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.